Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not appear to be sensing or pacing adequately following a procedure. There are variable, short v-v intervals and pacing was not initiated when the patient's rhythm was below 50 beats per minute according to the monitor. The ICD was interrogated two days later and appeared to have adequate pacing capture. The patient is in chronic atrial fibrillation with frequent premature ventricular contractions (pvc). It was determined that the short v-v counts were producing low pulse amplitude which are not detected by home monitoring systems which can appear as a low heart rate. The ICD remains in use. No further patient complications have been reported as a result of this event.